Event description:
A report of the difficulty charging was received. It was determined by x-ray that the ipg had flipped inside the pocket. A pocket revision will be scheduled, however, the exact date for the surgery has not been decided.